Manufacturer narrative:
This report is submitted on february 27, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with antibiotics (date and type not reported).